Event description:
It was reported during a lap nephrectomy procedure the first instrument used, only 8 clips were fired and the trigger got locked. Then the second instrument was opened and did not fire at all. There was no adverse patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time. Evaluation summary: the instrument (a) was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. The analysis results confirmed that the jaws had become yielded causing the clips to be ejected and making the instrument non-functional. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.